Event description:
The pt stated that, the "77" was frozen on the screen of his infusion device. He stated that, he was aware of the recall and he was using a corrected power pack. He stated that, the power pack had been in use for approx 4 weeks. The pt stated that he inserted a new power pack and his infusion device functioned properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.